Manufacturer narrative:
H3:  four bivona tracheostomy tubes were returned in used conditions without the original packaging. Two of the trachs were from lot #ss025220 and the other two 5.5 flextend tts with fixed connector and f flange (46mm length) from unknown lots. Upon receipt of the samples, it was determined that 2 of them were not built at the southington facility. The other two trachs were manufactured in tijuana, mexico. Of the four samples received, three of them were confirmed to have leakage issues. The two cuffs manufactured at the tijuana facility both had what appears to be abrasions in the same general area. One of these tijuana-manufactured parts had a small hole on the perimeter of the "abrasion" area, while the other one had a small hole on the opposite side of the tube. One of the remaining southington-produced parts was confirmed to have a small hole in the same general area of the aforementioned abrasions. The remaining southington-produced part was tested and no leakage issues were noted. Based on the fact that the three tubes experiencing leakage issues all had abrasions and/or holes in the same general area of the cuff (when looking at the tube from above with the curve in a "concave down" formation, the holes/abrasions near the center of the upper portion of the cuff-- though slightly closer to the airway side of the cuff), along with the fact that these products were built at two different facilities, it is hypothesized that the abrasions/holes are possibly caused by unique features of the patient's anatomy. The reported issue was confirmed.

Event description:
Information was received indicating that the cuff to a smiths medical portex bivona flextend¿ tts¿ neonatal and pediatric tracheostomy tube "blew." The patient was reported to have decreased tidal volumes, vitals decompensated high co2, and an audible leak was noted the trach tube was immediately changed out. Ent was called to the bedside of the patient to assist with the placement. Subsequently, at approximately 3am, the replacement tube also leaked. The patient is reported to be stable but is awaiting a new back-up trach tube. The product was returned for analysis.